Manufacturer narrative:
Citation: stefanelli g, et al. Intermediate-term outcomes after aortic valve replacement with the medtronic 3f stentless prosthesis. Ann thorac surg. 2021 jun;111(6):1975-1982. Doi: 10.1016/j.athoracsur.2020.07.053. Epub 2020 oct 10. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the early and intermediate-term patient outcomes after aortic valve replacement with the 3f stentless valve. All data was retrospectively collected from a single center between march 2007 and august 2015. The authors noted the post-operative follow-up ranged from 6 months to 11.5 years. All 226 patients included in the study population (predominantly male, mean age 74.2 years) underwent aortic valve replacement with the medtronic 3f aortic bioprosthesis. No unique device identifier numbers were provided. One in-hospital death occurred due to sepsis. No further details were disclosed, but it¿s reasonably possible that the 3f valve may have been a factor in this death. The other 3 in-hospital deaths were caused by multi-organ failure (2) and enteric ischemia (1). During follow-up, an additional 59 deaths occurred (non-cardiac causes = 44, cardiac causes = 15). No statement was made suggesting a causal or contributory relationship between the 3f valve and these deaths. Among all patients, non-death adverse events included: re-exploration for bleeding; permanent pacemaker implantation; peri-operative myocardial infarction; mild central aortic insufficiency; elevated gradients; cerebrovascular events; unspecified structural deterioration; and need for valve-related reoperation/explantation (endocarditis = 3 cases, unspecified structural valve deterioration = 4 cases). No additional adverse patient effects or product performance issues were reported.